Event description:
It was reported that the faradrive steerable sheath clear was selected for ablation. During the preparation it was observed that there was a crack in the three-way stopcock. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that it was confirmed that the issue occurred when the deceive was unpacked. The plastic valve was damaged.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath confirmed the stopcock damaged, revealing cracks on the backside of the middle port. This defect reflects the damage seen as mentioned in the complaint summary. The "cause traced to component failure" conclusion code was selected for the allegation of "damaged/defective" as analysis confirmed the stopcock to be damaged on the backside of the middle port.

Event description:
It was reported that the faradrive steerable sheath clear was selected for ablation. During the preparation it was observed that there was a crack in the three-way stopcock. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device was received for analysis. It was further reported that it was confirmed that the issue occurred when the deceive was unpacked. The plastic valve was damaged.